Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal and an infection (specific dates not reported) subsequent to inadvertently pulling out the electrode array while attempting to clean the external ear canal. The patient underwent multiple revision surgeries of debridements and closure of external ear canal (specific dates not reported) and was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved and the device was explanted under general anesthesia on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.